Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was intermittent operation of the pump motor and controller. The perfusionist stated the rotations per minute (rpm's) got low and the pressure drops from time to time. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.